Event description:
It was reported that during an arteria pulmonalis procedure, there were misformed staples, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.